Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not able to locate for charging and stimulation. A replacement charger did not resolve the issue. It was reported the patient used to charge once a week. The patient was to consult with the physician about an ipg (implantable pulse generator) replacement.